Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm. Customer stated that she was wearing the pump in her bra. Customer was sweating because, it was really hot and her blood glucose was 303 mg/dl. Customer stated that she received the replacement pump and she is waiting on her doctor to program the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer does not want to troubleshoot for her blood glucose. Customer's blood glucose was almost 800 mg/dl on (B)(6) 2015 and she was rushed to the emergency room by an ambulance. Customer was feeling nauseous and dehydrated. Customer had diabetic ketoacidosis and went home with a blood glucose of 423 mg/dl. Customer was rushed to the ER again on (B)(6) 2015 with a blood glucose of 599 mg/dl. Customer took a correction with a syringe and it went down to over 300 mg/dl. Customer was hooked up to an IV again and she was released after her blood sugar went down.